Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient was having severe hyperglycemia on (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).